Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient's device exhibited a diagnostics anomaly. Stored electrogram review noted the patient experienced a ventricular tachycardia which the implantable cardioverter defibrillator labelled a supraventricular tachycardia. Programming changes were performed. The patient was stable.